Manufacturer narrative:
Initial reporter facility name: (B)(6). Device evaluation by MFR: the promus element plus mr,ous 2.50x12 mm stent delivery system (was returned for analysis. A visual examination of the stent found signs of stent damage with stent strut rows in the distal stent region lifted and pulled proximally. The undamaged stent od (outer diameter) was measured using snap gauge and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 12mar2021. It was reported that crossing difficulties were encountered. The target lesion was located in the left coronary artery. A 22.50 x 1 2mm promus element plus stent was advanced for treatment. However, the device was unable to cross. The device was removed and the procedure was completed with non-boston scientific stent. No patient complications were reported. The patient's status was stable. However, returned device analysis revealed stent damage.